Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 25mm 7300tfx valve in the mitral position, was explanted after an implant duration of 4 years, 1 month due to severe stenosis and moderate regurgitation. The explanted valve was replaced with a 29mm 11400m valve. Per medical records, the patient presented with dyspnea on exertion, palpitations, and lightheadedness. The patient underwent redo mvr with a 29mm mitris valve with annular enlargement, avr with 27mm inspiris valve with root enlargement via commando procedure, and tv repair with 32mm annuloplasty ring. The patient was returned back to the cvicu in stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 25mm 7300tfx valve in the mitral position, was explanted after an implant duration of 4 years, 1 month due to unknown reason. The explanted valve was replaced with a 29mm 11400m valve.